Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Impact code f0801 captures the reportable event of intensive care.

Event description:
This is related to exalt d scope report number 3005099803-2024-04668. It was reported to boston scientific corporation that an orca valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the insertion of the scope, the esophagus was perforated. Insufflation with co2 was reported to be not sufficient and inconsistent. Clips were used to close the perforation. The patient was admitted to the intensive care unit and is expected to fully recover. The procedure was not able to be completed due to this event.